Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed that the right atrial (ra) lead was over-sensing noise causing pacing inhibition. Programming changes were made as per the technical services recommendations and the clinic will continue to monitor the patient. The patient was in stable condition.